Manufacturer narrative:
Unable to determine root cause without sample or lot number for further investigation.

Event description:
Customer reported low adhesion of durapore tape to medical device (unspecified) and oral gastric (og) / endotracheal (et) tubes. The customer reportedly had loosening of the tape three times during one shift. Customer reported there was no patient injury associated with this report. No samples were available.